Manufacturer narrative:
The device was returned and evaluated. The evaluation results is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device (B)(4) was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle button needle button released prior to the completion of the 24-hour period. The patient confirmed that he did not click the needle release button by error. The patient stated that this is the 3rd time this happened. The patient stated that he wears v-go on his abdomen.